Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine (25 mg/ml, 8.742) via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump was uncomfortable in the abdomen. There were no known environmental, external or patient factors that may have led or contributed to the issue. The pump pocket was revised from the left abdomen to the left posterior hip on (B)(6) 2018. The catheter was revised as a result of the pocket revision; no complaint was associated with the catheter. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.